Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for pseudomonas. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information from the customer and based on the results of third-party testing, the device evaluation, the complaint investigation. Updated fields: b5, d8, h3, h4, h6, h11. Olympus provided the following result of the culture test, performed at the third-party labs. Sampling date: (B)(6) 2026 sampling from: air-water channel, suction biopsy channel, flushings and brushings. Cfu: no growth after 7 days incubation. Bacterial identification: n/a a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The colonovideoscope tested positive for 1-10 colony forming units (cfus) of pseudomonas aeruginosa.